Manufacturer narrative:
Per tandem¿s instructions for use: supplies should be changed every 48 hours. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported using supplies for five days, and refilling old cartridges. Tandem customer technical support informed customer that this is off label per the user guide. During system check with tandem technical support, it was confirmed that occlusions were related to the cartridge. Customer reportedly changed the cartridge to address occlusion alarms. Customer's blood glucose level was 159 mg/dl.